Manufacturer narrative:
Method: not performed as the reported device was not properly identified. Result: the reported event could not be confirmed based on the information provided. No device specific failure mode was reported nor identified during the investigation of the provided information. Device history review could not be performed as the reported device was not properly identified. Device evaluation could not be performed as no device was returned. Complaint history review could not be performed as the reported device was not properly identified. Conclusion: the exact root cause cannot be determined conclusively.

Event description:
It was reported that the patient was implanted with a cervical plate on 04/22/2013, she started experiencing problems that included complications with breathing, hard time lifting her arms, numbness and pain. She had a MRI performed and required to have a revision surgery to remove the old plate and put a new plate in.

Event description:
It was reported that the patient was implanted with a cervical plate on (B)(6) 2013, she started experiencing problems that included complications with breathing, hard time lifting her arms, numbness and pain. She had a MRI performed and required to have a revision surgery to remove the old plate and put a new plate in.